Manufacturer narrative:
Concomitant medical products: product ID: 8840, product type: programmer, physician. Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4)

Event description:
The healthcare provider reported that a bridge bolus was not performed. Per the healthcare provider 500mcg/ml drug was put in the pump the day of the report "by mistake" and they sent the patient home without changing the concentration in the programmer. The healthcare provider stated they realized the error and called the patient back and were now programming the bridge bolus. The pump was used to deliver gablofen. No patient symptoms or outcome reported. Further follow-up was being conducted to obtain information. If additional information is received a follow-up report will be sent.